Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Is the device available to be returned for evaluation? If so, please provide the status of the return and any available tracking information. Please clarify what is meant by, "switched for open to lap." Was the procedure converted from open to laparoscopic? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a general procedure on (B)(6) 2020 and a fibrin sealant preparation device was used. The knobs would not release, and the user switched from open to lap. No adverse patient consequences were reported. Additional information was requested.